Event description:
Related manufacturer reference number: 1627487-2022-05588, related manufacturer reference number: 1627487-2022-05590, related manufacturer reference number: 1627487-2022-05592. It was reported that the patient experienced lead migration and ineffective stimulation with their drg system. Re-programming was unsuccessful in rectifying the issue. As a result, the patient underwent a surgical procedure on (B)(6) 2022 in which the drg system was explanted. During this procedure, part of one lead broke and a fragment of the lead remains in the epidural space (manufacturer reference number: 1627487-2022-05612).

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Exact date of event is unknown.